Event description:
Medtronic received a report that the coil stretched. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured posterior communicating segment aneurysm with a max diameter of 3*3mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
Product analysis #707145778:equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a n opened axium prime inner pouch and outside its returned dispenser coil and introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched outside the introducer sheath with the polypropylene filament broken. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, damaged micro catheter, or incompatible catheter. Customer reported vessel tortuosity as moderate, and devices were prepared per IFU. The likely cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.